Event description:
When inserting an epidural catheter, met resistance. When pulled out, the black tip was missing, believed to be retained in patient; imaging confirms retained teflon catheter tip in patient.